Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed that the pump alarmed for air-in-line through review of the event history log, but did not reproduce it. The evaluation found that the ultrasonic sensor readings were below specification, which is a known contributor to false air in line alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed air-in-line. It was also reported that there was no patient injury.